Manufacturer narrative:
The field service engineer (fse) was on site to perform mod type 1 (software update) and observed signal loss. The fse updated the software for resolution and quality control all good. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). (B)(4).

Event description:
Mod 12090 software upgrade performed on customer's fc 500 flow cytometer; signal loss observed. There was no report of death, injury, or change to patient treatment as a result of this event.